Event description:
During a bronchoscopy, pieces of the bronchoscope were observed flaking off into the patient. The surgeon retrieved all visible pieces from the patient during the procedure. There were no reports of further patient harm.